Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an on site investigation. The transformer lugs were tightened. The ribbon cable was recrimped. The power supply was replaced and the voltage was adjusted. The system was tested and operates as intended.